Event description:
Boston scientific became aware of events involving an axios stent and electrocautery enhanced delivery systems through the article, benign biliary stricture caused by transduodenal lumen-apposing metal stent (lams) placement for pancreatic acute necrotic collection, by shuhei shintani, et al. Per the article, a case report detailed a 58-year-old male patient with acute alcohol-induced severe necrotizing pancreatitis and a symptomatic acute necrotic collection in the pancreatic head. Four weeks before admission, he experienced high fever and epigastric pain without jaundice. After one week of antimicrobial therapy with no improvement, a 10 mm lams was placed, facilitating the drainage of a large volume of pus. While abdominal pain and fever improved immediately, the patient's obstructive jaundice worsened three days post-intervention. Computed tomography (CT) and endoscopic retrograde cholangiopancreatography (ercp) revealed that the distal flange of the lams compressed the distal common bile duct, causing biliary obstruction and jaundice. A temporary plastic stent was implanted into the common bile duct, promptly resolving the jaundice. The lams was removed on day 15 without bleeding or perforation, leaving the plastic stent in place. After four months, the stent was removed, and the benign biliary stricture had improved without biliary fistula formation. The patient's abdominal symptoms, laboratory data, and CT scans were monitored every three months. However, pancreatic fluid collection (pfc) recurrence was observed after one year of follow-up. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The date of event was estimated based on the article received date by the international journal of gastrointestinal intervention and the date calculation on the sequence of events per article. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: shuhei shintani; takuya okamoto; kosuke hiroe; hidenori kimura; hiroto inoue; atsushi nishida; osamu inatomi. "Benign biliary stricture caused by transduodenal lumen-apposing metal stent (lams) placement for pancreatic acute necrotic collection." International journal of gastrointestinal intervention, society of gastrointestinal intervention 2025; 14:24-27. Block h6: imdrf patient code e1709 captures the reportable patient complication of "jaundice worsened three days post-intervention." Imdrf patient code e2328 captures the reportable patient complication of "the distal flange of the lams compressed the distal common bile duct" and "obstructive jaundice worsened three days post-intervention." Imdrf impact code f2202 captures the "endoscopic retrograde cholangiopancreatography (ercp)." Imdrf impact code f2301 captures the "plastic stent was implanted into the common bile duct."